Manufacturer narrative:
Testing was done with the system, mnav ent tools, on (B)(6). Inaccuracies averaging approx 1 mm and found no issues with system run time or warm up, all within specifications. Software eval results were that issue of inaccuracies was caused by a combination of the system and pt set up and improper instrument usage techniques. Additional training suggestions were relayed to the site. Software operating as designed.

Event description:
Inaccuracies were reported by medtronic inc. Employee during an ent case including one at approx 3.8 mm and all other issues between 2 and 3 mm. The case was completed with the system and there was no impact on pt outcome.